Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 301 mg/dl to "high;" cause was not known. A correction bolus was delivered to address bg. A full pump system check was performed and the pump was functioning as intended; no issues were found with the infusion set site, cartridge, or insulin in use. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.